Event description:
It was reported that one day post device change out, the implantable cardioverter defibrillator (ICD) toned a patient alert hourly. The right ventricular lead had high impedance. A loose connection was suspected. The pocket was reopened and the terminal lead pin was re-secured. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.